Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information received from a consumer regarding a patient receiving intrathecal morphine. The dose, concentration, and lot number were unknown. The patient was trying to see if there was another option besides oral opiates. The patient's "faulty pump" cost them "50% of their legs.." Nobody reached out when the patient was in the intensive care unit (ICU) for three weeks because of the faulty pain pump (after a 10 hour spinal cord surgery t3-t8 laminectomy). The spinal surgery was to remove a granuloma. It was a long, painful, agonizing recovery. The patient still lost 50% feeling from the waist down. The patient suffered bladder bowel control issues and chronic debilitating pain. The patient lost her 30 year legal assistant career, marriage/husband, happiness, and quality of life. Her injury was catastrophic. Patient information, the timeline of this event, diagnostics/troubleshooting performed, and the causes of these issues were unknown. If additional information becomes available, the event will be updated.